Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose levels were 104 mg/dl and 50 mg/dl. The customer did not mention any treatment related to low blood glucose level. The customer did not mention any symptom related to low blood glucose level. They also reported that the insulin pump received critical pump error. They reported that the insulin pump received an open book image on the insulin pump screen. The customer reported that the insulin pump was exposed to moisture. They reported that there was no alarm prior to critical pump error in the insulin pump. The customer declined troubleshooting for low blood glucose level. The insulin pump will be returned for analysis.